Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tubing leakage with the incident lot was not observed. Pressurized leak testing of the customer samples was performed and no leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for tubing leakage with the incident lot was not observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. CAPA #764355. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that small slits were found in the bd vacutainer® push button blood collection set tubing by the lab technician after blood had "spewed" from it during use on a patient. As reported by the customer, "event description per customer's email states, "one of our lab technicians drew blood on a patient using a green butterfly and it spewed blood, she tried on another patient and the same thing. She then noticed there were tiny slits in the tube. We have pulled the tubes from the carts for now the lot no: 8276889, ref#: 367344, unit: set bld coll sfty-pb w/luer 21ga 12in product #: 516871".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that small slits were found in the bd vacutainer® push button blood collection set tubing by the lab technician after blood had "spewed" from it during use on a patient. As reported by the customer, "event description per customer's email states, "one of our lab technicians drew blood on a patient using a green butterfly and it spewed blood, she tried on another patient and the same thing. She then noticed there were tiny slits in the tube. We have pulled the tubes from the carts for now. The lot no: 8276889; ref#: (B)(4); unit: set bld coll sfty-pb w/luer 21ga 12in product #: (B)(4)"